Manufacturer narrative:
(B)(4) date sent: 07/29/2021 h11: corrected data = device analysis the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was received with both gripping damaged and fully loaded with staples with the swing tab in the locked position making the reload nonfunctionally. No functional testing was performed due to the condition of the reload. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # u5cw9k. (B)(4). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sr75 reload was received with both gripping damaged and fully loaded with staples with the swing tab in the locked position. The cartridge reloads swing tab was reset in order to fire the cartridge. Making the reload non-functionally. No functional testing was performed due to the condition of the reload. It should be noted that product failure is multifactorial. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the radical resection of bladder cancer surgery, could not fire when severing small intestine tissue. Changed another sr75, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.